Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is stuck in the loading the reservoir loop. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer attempted 3 times to load the reservoir and did not work. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device was received with operating currents within specifications. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No prime fill anomaly noted. Device exited load reservoir screen properly. Device was received with fading serial number label, cracked select button keypad overlay and minor scratches on lcd window.